Event description:
Procedure: urogynecological. According to the reporter: the pts attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patients attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Concomitant therapy: uretex sup urethral support system; prod # 485013, lot # sfi00211 reason/indication for mesh implantation: pelvic organ prolapse, stress urinary incontinence procedure (s) performed: vaginal hysterectomy with anterior repair and retropubic sling postoperative complications: complications post implant: outcome attributed to device: pain, extrusion, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems, vaginal scaring. Mesh revision surgery: (B)(6) 2006: underwent cystourethroscopy, release of sling and revision of anterior vaginal wall under general per laryngeal mask airway anesthesia for urinary retention, frequent urinary tract infections, urinary urgency and frequency.